Manufacturer narrative:
(B)(4). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the aseptic battery housing lid is broken, which is causing locking issue.  This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, in this case no patient harm or further outcome was reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d1, d4, d9, g3, g6, h2, h3, h6, h11. Upon receipt, it has been confirmed that the device was functional. No failure has been found. The reported event was not confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.